Event description:
Sorin group received a report that during set up for a case, the s5 gas blender was reading 5 liters of flow when there was no flow. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during set up for a case the s5 gas blender was reading 5 liters of flow when there was no flow. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.